Manufacturer narrative:
Clinical code e - 4581 splitting of the penis following use of urethral catheter.

Event description:
It was reported by the customer that following use of these catheters, short term male patients experienced splitting of the penis.